Event description:
It was reported that the patient experienced discomfort with the implanted system. After over seven years of implant time, the system was explanted. As the patient's condition had improved, the doctor elected not to implant a new system. There were no additional adverse patient effects.